Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation. The pt had exposure to a theft or security gate at (B)(6). Stimulation was already on prior to walking through theft detector. Add'l info was requested.